Event description:
Caller is reporting that the q-tip package stated that it contained antimicrobial but "the" needs the company to label each tips individually that it contains antimicrobial because she does not know if the one she decides to use is pure cotton or not. Caller stated that she is highly allergic to antimicrobial products. Caller feels that these q-tips are a health hazard and should be reported.